Event description:
During percutaneous renal artery angioplasty procedure being performed to treat renal artery stenosis thought to be contributing to hypertension, the arterial sheath being used to guide the balloon catheter and stent became kinked and lodged in the renal artery, requiring emergency surgery for removal.